Manufacturer narrative:
MFR site: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for other pain indications - other. It was reported that on (B)(6) 2021 the system stopped giving sensation and "cut out" during a programming session with the clinician. For subsequent days the patient reported that the device was no longer working correctly and giving intermittent stimulation. It was noted that a power on reset (por) occurred, date was unknown, and resolved. The action taken to resolve the event was x-rays to confirm lead position which was not changed. Connection and impedance check were performed. The patient was asked to switch the device off for a 3-day period. The cause was undetermined by the physician and manufacturer representative. The outcome was reported as the patient¿s stimulation appeared to have normalized over the past 2 weeks.